Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that they were told they could not have a spinal MRI by MRI facility and they wanted to know why. Patient also mentioned that since previous mris they have not made it to the bathroom a few times. Patient said that this morning they woke up and had to go immediately. Patient asked if they need to use their equipment to turn their therapy back on after an MRI. Agent reviewed information. Patient will call back once they find their equipment for assistance with activating MRI mode to check MRI eligibility. On (B)(6) 2025 the patient called back with the communicator and handset. Patient connected to the ins and stim was on. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level.